Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed ext high ppeak, safety valve and circuit occlusion. The customer stated he was able to duplicate the alarms after extended self-test (est). The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.